Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Outside vendor service- device returned from vendor repair that was sent out and added aware point tag # (B)(4) and updated in infopoint. Passed all functional and physical checks. Test equipment used care fusion alaris system maintenance program and flow-trax ft-2 pronk tech ein 150-101948. Returned to spd for cleaning and return to service.